Event description:
Caller reported false negative troponin (tni) result with the triage cardiac profiler. The lab uses 0.39 as the cut-off, 0.05-0.39 as the gray zone. Patient was admitted to the hospital on (B) (6) 2010 based on (B) (6) result. Patient is currently diagnosed as "chest pain".

Manufacturer narrative:
Investigation pending.